Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of difficult to open or remove packaging material is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.

Event description:
Healthcare professional reported "tabs did not peel off cleanly" and were "shredded." Device not implanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process, indicates that all devices with lot number 1194706, were released in accordance with abbvie¿s procedures. And were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified, during the investigation associated with this lot and the complaint. According to the device analysis, performed in the laboratory. By photos was observed, broken inner lid. Potentially occurred, when complainant was trying to pull the inner lid out. This event is not categorized as workmanship, but this investigation was opened to further analyze, as the event was confirmed. A review of the current risk documents pfmea-bi pkg and lblg v11.0 was performed. And the event of defective tyvek is a known event. For which, current process controls and inspections are established to reduce the incidence of this defect. Considering, that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with broken inner lid will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Visual analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Tyvek or thermoform sticking-breast: observed, broken inner lid. Potentially occurred, when complainant was trying to pull the inner lid out. No additional observations are performed. A further investigation is requested for the event of broken inner lid. Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking: delamination is observed, on the internal and external thermoformed lid. As per the investigation procedure: deformation was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "tabs did not peel off cleanly". And were "shredded". Device not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Healthcare professional reported "tabs did not peel off cleanly" and were "shredded". Device not implanted.